Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high capture threshold and high impedance. The lead was not used and replaced successfully. The patient was in stable condition.